Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak at a pinhole of the a-rubber (bending section cover), disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed. As result of confirming contents of instruction manual at the time of shipment, there is following descriptions about reprocessing: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd [automatic endoscope reprocessor]. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited distal end had foreign objects there were no reports of patient involvement.